Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation during a pulsed field ablation procedure to treat atrial fibrillation. The faradrive steerable sheath was inserted into the patient. Following an ablation by the farawave catheter, the patients st segment elevation decreased as observed on the electrocardiogram. After some time, the st level returned to normal, leading to the procedure to be canceled. There were no additional patient complications. The sheath is not expected to return as it was disposed by the facility, therefore, the lot number is not available.